Event description:
It was reported that there was rv sensing difficulty, that there was no rv pacing output or capture, that the rv lead impedance was high, and that the rv lead threshold was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. Primary analysis finding: no anomalies were found. Blood/body fluid was present on all conductors and in/on the helix mechanism. Visual analysis noted all conductors were stretched, the outer insulation was kinked/buckled, all insulators were pulled apart due to overstress, the outer insulation was breached cut, a white substance was present, and there was apparent explant damage.